Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported charring could not be determined.

Manufacturer narrative:
One ensite¿ precision¿ link sensor enabled was received for analysis. Visual inspection of the returned device confirmed all input/output connector ports were found to be free of physical damage with the exception of the power entry connector port, which was observed to be discolored in numerous female electrical contacts and showed signs of electrical arcing. Functional testing revealed normal function of the link despite the observed discoloration. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the field reported event citing discoloration was successfully confirmed. The root cause remains unknown.

Event description:
During system set up, the precision link appeared charred at the ac input and black residue was noted. No smoke or fire was previously observed. There was no patient involved.